Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v593241, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
After further review, it was noted that the device didn¿t work. It was reported that the stimulation went too high a while back and messed up the nerve and patient ended up in the hospital with pain from nerves in the legs. It was noted that the patient could not have an MRI with the device installed for ¿some other reason¿. It was reported when stimulation was turned off the patient could feel stimulation in the leg.

Event description:
It was reported that the patient was experiencing no stimulation sensation. The patient was experiencing a loss of therapeutic effect. When the patient first got the device, it was on program 2 at 2.0v. The patient stayed on this setting for a year with good symptom control. In (B)(6) 2013, the patient's symptoms returned. On (B)(6), they increased stim on program 2 from 2v to 3v. The patient didn't feel stim until it was up to 3.0v (patient felt stim in left leg). Later that day ((B)(6)) the patient requested stim be turned off. On (B)(6), the patient went to her healthcare provider regarding severe pain in her left leg and her back. The patient was hospitalized on (B)(6). They did a lot of tests but it was not determined what was causing the pain (they thought her back was giving her problems). The patient has a history of degenerative disc disease and arthritis. While the device was off the patient's symptoms returned and were really bad. On (B)(6), they turned stim back on and changed to program 3 at 2.0v which was working fairly well until about 3 weeks ago. The patient's symptoms returned 3 weeks ago. The patient didn't get any warning when she had to go. She will be standing there and she will start peeing. On (B)(6) 2013 when increasing stim on program 3, the patient didn't feel stim until she got up to 3.0v . The patient experienced vibrating/stim in her left leg and some around the vagina. The patient's husband believed they should increase stim slowly and see if that helped being it was not determined if what happened in (B)(6) was device related. It was noted that the patient would fall frequently. She was unsteady and had dizzy spells. The patient was supposed to use a walker but doesn't always. The patient had to go to the ER a couple times but there was nothing major. They took xrays no broken bones. The patient's knee needed to be replaced but she won't agree to have it done; she was currently getting shots for her knee which did help. Due to the pain the patient experienced in (B)(6) she wasn't walking. The patient did physical therapy from (B)(6) and now she was back up walking. The patient had her days and nights mixed up. She sleeps during the day and is up all night. The patient wouldn't take sleeping pills. It was discussed in creasing stim 0.2v at a time. They believed it was best to increase 0.2v at time, see if symptoms improve if they don't increase 0.2v. There was concern if they increase from 2.0 to 3.0 what happened in (B)(6) would happen again. The patient was currently on program 3 at 2.2v. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the event was unknown. The patient and device were awaiting evaluation by the manufacturer representative. Per the healthcare provider, no hospitalization was required.

Manufacturer narrative:
(B)(4).